Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit boards could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that there was no image on the monitor when the evis exera ii video system center was turned on for preparation for use. There was no report of delay or harm to the patient or user associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the monitor had no image was confirmed. The device evaluation found that the failure of no video image output as well as the front panel could not be controlled was due to circuit board failures. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.